Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 220595678 was returned and analyzed. Visual inspection showed the loop was kinked and there was a bend at the joint of the shaft with the pebax tubing. In conclusion, the mapping catheter failed the returned product inspection due to a kink on the shaft and loop joint. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.